Event description:
It was reported that during a hartman reversal procedure, staples were malformed when the device was used on the rectum. The patient had a surgery of hartmann before this procedure. The target tissue of the anus side had been resected with ta45 (covidien) loading a green cartridge before anastomosis. The target tissue was very stiff. When the device was fired, the indicator was about the middle of green zone. Although there was a difficulty in removing the device from the patient, the donut formation was proper. Artificial anus was created. There was no other reported patient consequence. The patient was not successfully reanastomosed during the operation. Eventually, hartmann was performed again. We have no information when and what are the plans for the reverse operation.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.